Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2014 and two mesh were implanted, due to her sui and pelvic organ prolapse. It was reported that the patient underwent revision surgery of the mesh on (B)(6) 2014. Other implanted products are captured in a separate file. No additional information was provided.